Event description:
Pts says that her accu-chek aviva test strip 100, 12 of these do not work, possibly defective. The other strips were fine from the same batch. I used to test three times a day. Therapy dates: (B)(6) 2010.